Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that high rv impedances were again detected by the remote monitoring system. Boston scientific technical services (ts) was consulted and they discussed that the impedance measurements were variable, but sensing measurements were stable, and there was no noise or oversensing noted. Ts provided options of bringing the patient in for testing or continue to monitor. No adverse patient effects were reported.

Event description:
Boston scientific received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) due to high right ventricular (rv) pacing impedances. The alert was delivered to the patient's clinic. No adverse patient effects were reported. Additional information was provided that the daily impedance measurements were reviewed with the patient's clinic, and this patient was noted to have a high, but within range, rv impedance. It was noted that the patient would continue to be monitored at this time.